Event description:
The information received from the (B) (4) study indicated that two months after the index procedure of the patient died. There was no autopsy and no official cause of death known. This was thought likely to be a cardiac event. The pi does not feel there was any relationship of the cordis product to the event. The event was reported to be unrelated to the device and procedure.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).